Event description:
The customer ran blood glucose tests on the contour next ez and the contour. The readings were 30mg/dl apart. The specific results were not provided. Depending on the actual readings. The difference between the two could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.